Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 and mesh was implanted, due to pelvic organ prolapse. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient underwent explant surgery on (B)(6) 2016. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 3/2/2020. Additional b5 narrative: it was reported that the patient experienced vaginal discharge, urinary tract infection following surgery.